Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 functional mitral regurgitation (mr), atrial fibrillation and coronary artery disease (cad) for a mitraclip procedure. During the procedure, m/l knob malfunction was observed due to small atrium and bending. This led to difficulty to retrieve clip out of steerable guide catheter (sgc). As a result, the clip was implanted. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.